Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. Only a photo was available for visual inspection. No defect was observed during visual inspection. An evaluation was performed on a retained sample from the same lot. No defect was observed during visual inspection, gravity test, and leak test. The liquid flows correctly through the set. The retained sample was working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the tubing of a chemo therapy set with 4 leads before patient use. There is no report of patient involvement. No additional information is available.